Manufacturer narrative:
Device: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluaion: lens was returned in liquid, in lens vial and biohazard bag. Visual inspection found no damage to the lens. (B)(4).

Event description:
The reporter stated that a cc4204a collamer single piece lens, +17.5 diopter was used and was being returned due to a unplanned anterior vitrectomy, sutures were required. No iol was implanted after anterior vitrectomy. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
This complaint is corrected to "product problem" from "adverse event". The icl was not implanted in the patient and anterior vitrectomy seems to have been performed due to other patient anatomy issue and before icl implantation. The reporter stated that a cc4204a collamer single piece lens +17.5 diopter was to be used, but was returned instead, due to an unplanned vitrectomy performed on the patient, sutures were required. Type of reportable event is "malfunction" instead of "serious injury." (B)(4)